Event description:
Patient reported both pumps alarmed after attaching cassette. Patient remixed new cassette and pump didn't alarm with new cassette. Determined to be faulty cassette. No issues reported a result as a result of cassette issue. Cassette lot: 3840916. Exp 07/08/2024. Pump sn: (B)(4) no other information available. Did this reported product fault occur while in use with the patient?- no. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation?- unknown. Did we replace device? - no. Report to (B)(6) by: patient/caregiver.